Event description:
A discordant, false positive troponin I ultra result was obtained on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). It is unknown if the sample was repeated and if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, false positive troponin I ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site and evaluated the instrument. The cse decontaminated the system fluid lines including the acid and the base fluid lines. The cse ran precision testing, which was within acceptable range. The cause of a discordant, false positive troponin I ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.